Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system became unresponsive when attempting to take a 3d spin. When they opened the gantry they heard an abnormal clicking noise. There was no patient involvement.

Manufacturer narrative:
H3 - a manufacturer representative went to the site to service the system. Testing found the system stopped while attempting 3d spin. Checked both hand and foot switches. Adjusted ps1 from 5.09vdc to 5.15vdc. System working as intended. Section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000443r, product ID: bi71000180r, and product ID: bi71000450. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9, h2, h3: the return of bi71000443r provided the lot number p081823113 rev. E. The hardware was returned and analysis was performed. The analyst installed the positioner motion control in test imaging system. The system did not initialize. Motion did not ready. Image acquisition system (ias) firmware installer confirmed a firmware failure. The positioner motion control would not hold firmware. Codes b01, c10, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.